Event description:
It was reported that the solar 8000i allegedly showed nibp readings in the 60's. The clinical staff began treating with pt. An arterial line was inserted and it was discovered that the pt had an actual sbp of 170. No pt injury was reported. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.